Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot), d9, h4 corrected: d4 primary UDI number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: it was reported that the surgeons were attempting to remove well fixed stem. Stem extractor was tightened until it wouldn¿t tighten anymore and attempted to further tighten and the spinning portion snapped. The product was returned to j&j medtech orthopaedics for evaluation, additionally a material evaluation was performed for the complained device. Visual inspection of the returned device found that the stem extractordle nut and bolt seized. Additionally, the bolt fractured from the stem extractordle long arm. A digital microscope evaluation of one of the section showed fractured threads and a section of a stem extractordle bolt threaded adhered (galling) to the stem extractordle nut, suggesting that high stresses were applied during the tightening of the stem extractordle nut. The digital microscope images revealed damage at the interfacing threads. In summary the mechanism's failure was attributed to excessive loading aplied the sstem extractordle nut, which exceeded the local shear strength of the material. This condition resulted in threaded deformation, fracture and galling events. Consequently, these failures caused the seizing of the stem extractordle nut/bolt. Attempts to release the stem extractordle nut from the stem extractordle bolt likely caused the deformation and ultimate overload fracture of the stem extractordle bolt. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the stem extractordle would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeons were attempting to remove well fixed stem. Stem extractor was tightened until it wouldn¿t tighten anymore and attempted to further tighten and the spinning portion snapped.